Event description:
Customer discovered the presence of "aspergillus fumigatos" into the dust located inside prisma, but could not determine if this internal dust blown by the fan infected some patients.